Event description:
The customer reported the system failed to produce fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service cal. The system was tested and found to be working as intended and put back into service.